Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 21mm bioprosthetic valve was disabled after an unknown implant duration due to stenosis and regurgitation. A 23mm valve was implanted using the valve in valve procedure. The patient was reported to be doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as a serial number was not provided. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 21 mm bioprosthetic valve was disabled after an unknown implant duration due to unknown reasons. A 23 mm valve was implanted using the valve in valve procedure. No additional information was provided.